Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented in-clinic with high pacing thresholds and loss of capture. Micro-dislodgement was suspected. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in good condition after the procedure.